Event description:
The customer reported the system displayed a "kv on in error" error message. This error message will likely result in a system shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced. The system was then found to be operating as intended.